Manufacturer narrative:
Device evaluation: g4, h2, h3, h6 and h10. Result of investigation: the suspect device has been returned to the manufacturer for evaluation, and technical support transducer fault error and alarm (2.0.4075) with irregular ventilation" was confirmed through the events log and duplicated during functional check. Pt802 has failed. Technical support was able to confirm and not duplicate the reported "post dac or adc errors" problem.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported vela d shows transducer fault error and alarm (2.0.4075) with irregular ventilation and post dac or adc errors. There is no patient involvement in this reported event.